Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a stent placement procedure, a percuflex plus ureteral stent was unable to be advanced inside the patient properly. The stent was withdrawn normally from the patient, and a tear was noticed at the side hole of the proximal end of the stent. Prior to use, the suture had been removed, and no anomaly was noticed during initial inspection of the device. The patient is reportedly over 18 years old. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."